Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. The customer stated that it occurred during the manual prime after filling a new reservoir. The manual prime stopped with the motor error alarm. The customer stated that he tried two different batteries already with no success. The customer's blood glucose was 201 mg/dl. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and it passed. The insulin pump had minor scratches on lcd window and cracked battery tube threads.